Manufacturer narrative:
Additional information was received on september 29, 2020. An explant is planned for (B)(6) 2020. 2. Is other serious-uncheck. 2. Is required intervention-check. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 14, 2020 mentor became aware that it erroneously placed the wrong value in e2 of the initial report submitted on september 8, 2020. The correct value has been populated in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on november 4, 2020. The investigation of the returned device was completed by the failure analysis lab on november 13, 2020. Device evaluation summary: during the visual evaluation, the device was observed to be ruptured and was received in two parts. Microscopic examination was performed, and the cause of the tear could not be identified. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2020. When the device was explanted, bilateral prosthesis replacement with natrelle inspira breast implants was performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a 750cc mentor memorygel breast implant experienced right sided spontaneous rupture post procedure. The rupture was confirmed through mammography and magnetic resonance imaging. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.